Event description:
During review of the pt's programming history, it was observed that on 04/07/2011 the first settings recorded in the submitted parameters were 1/20/500/30/60, which are indicative of an interrupted system diagnostic test. It cannot be determined if the interruption took place on the visit prior ((B)(6) 2010) or on the same day ((B)(6) 2011) the pt was programmed back to intended settings. With the available info is can not be concluded if there was an interruption in the pt's therapy.